Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8703w, lot# l45806, implanted: (B)(6) 1998, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8703w, lot #: l45806, ubd: 28-jul-1999, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs hydromorphone with concentration 10.0 mg/ml was being administered at a dose rate of 0.064 mg/day as of (B)(6) 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider via a company representative. It was noted that the patient reported that a critical pump alarm occurred on (B)(6) 2019. They notified the physician¿s office and the alarm was silenced. The company representative interrogated the patient logs and found that the pump¿s motor stalled on (B)(6) 2019. On (B)(6) 2019, they silenced the alarm. On (B)(6) 2019, another critical alarm occurred, and the stopped pump duration exceeded 48 hours message was indicated. On (B)(6) 2019, a pump motor stall recovery occurred. The patient presented to operating room (or) with pump running on minimum rate. The pump was explanted and successfully replaced on (B)(6) 2019. The contents of explanted pump were withdrawn. The amount of drug in the reservoir was 18 ml, but the pump was reporting 12.7 ml. It was noted that cerebrospinal fluid (csf) was slowly dripping from the catheter. It was recommended that the catheter be replaced, but the physician opted to do this at a later date. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that there were no know factors that contributed to the problem. The pump administered dilaudid with concentration 10 mg/ml at a dose rate of 0.5 mg. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available. It was indicated that the hcp had no further information regarding the event. The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer. The patient was receiving an unknown dose and concentration of dilaudid. The patient's indication for use was non-malignant pain. It was reported, per the consumer, the patient's pump quit working and the patient was going through bad withdrawal. The pump was alarming all night long (B)(6) 2019 so they went to their pain doctor, who shut the pump off and said the patient needed a new pump because the pump would not restart. The patient's doctor was looking for a doctor to replace the pump. The consumer stated they would hear a three toned alarm, sometimes four. It was indicated the doctor pulled the pump logs, however, the information was withheld. It was indicated the patient had an appointment scheduled for (B)(6) 2019 , and the consumer was worried the patient would not make it, as the patient was in severe withdrawal, was very sick, was bent over, had the shakes, and was yawning a lot. The consumer stated they believed the pump should have had 20 more months before failing. The consumer was redirected to the patient's healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. A motor stall was reported. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Surgical interventions was planned. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.